Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left side ruptured diagnosed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as unidentified (tear). Shell thickness was within specification). No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side ruptured diagnosed via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported left side ruptured diagnosed via ultrasound. Device has been explanted and replaced.